Manufacturer narrative:
Customer reported that a pyxis medstation es system unexpectedly shut down preventing user access to medication. Customer inspected the device and noticed that the device's communication (bus) cable was sparking. There was no reported patient or user harm. This event is recorded on complaint number (B)(4). A field service technician evaluated the device and found that 3 drawer boards, 2 solenoids and a communication cable were damaged during this malfunction. The field service technician replaced the components and tested the device. Station working as normal.

Event description:
Customer reported that a pyxis medstation es system unexpectedly shut down preventing user access to medication. Customer inspected the device and noticed that the device's communication (bus) cable was sparking. There was no reported patient or user harm.

Event description:
Customer reported that a pyxis medstation es system unexpectedly shut down preventing user access to medication. Customer inspected the device and noticed that the device's communication (bus) cable was sparking. There was no reported patient or user harm.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 29-feb-2020 to 28-feb-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that medcart cable led to the issue. The field service engineer removed medcart cable and reset the bus. The system functioned as intended after troubleshooted by the field service engineer.